Event description:
The pump was inverted, and the patient was receiving sub-optimal therapy. A catheter dye study was to be performed on the date of the report. The pump contained clonidine, bupivacaine, baclofen, and morphine. Per the manufacturer's device registry, the pump and catheter (B)(4) were removed on (B)(6) 2014. The results of troubleshooting, details of any interventions, and the patient¿s outcome were requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed that a voltage related elective replacement indicator occurred after explant. Following explant of the pump, the pump was set to an unusually high bolus rate of 20,000 ul/day for unknown reasons. The elective replacement indicator triggered after 3.25 weeks at this rate. Analysis of the battery revealed that the battery was behaving as to be expected. No significant anomaly was identified.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that a dye study on 2014 (B)(6) determined that the catheter was patent. The pump inversion was a result of not being anchored, which was determined by the hcp upon opening the pump pocket on 2014 (B)(6). Photographs were taken at that time. The pump was unable to filled and appeared to be locked. It appeared that the pump had been blocked with air, potentially getting into the pump as a result of the refill technique used. The hcp did not want to take a chance on this, so he replaced the pump. The position of the pump was corrected, as the pump was explanted and replaced with a new anchored pump. The hcp also opted to replace the pump segment of the catheter. Following the pump replacement, the patient recovered without sequela. The device system was used to deliver morphine.

Event description:
Additional information received reported the pump could not be refilled because it was inverted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.